Event description:
Account reports an incident in which the flashball adapter separated during usage, "spraying blood everywhere". Reporter stated blood did not enter the pt's or hcp's orifices and there was no negative outcome to the pt.